Event description:
Country of complaint: (B)(6). Suture broke inside the patient after 3 days, reoperation had to be performed. Sutures: (B)(4) with lot number 114402/c0068457 with lot number 114497.

Manufacturer narrative:
Evaluation on-going at manufacturing site.

Manufacturer narrative:
Manufacturing site evaluation: samples received: 1 unopened pouch. Analysis and results: there are no previous complaints of this code batch there are no units in stock; (B)(4) units of the products material and batch number were manufactured and distributed. Received one closed sample. Tightness test to the sample received has been performed and the unit is tight. Tested the knot pull tensile strength of the sample received and the result fulfills the OEM requirements. Degradation test result conducted on the sample received fulfills the OEM requirements. Reviewed the batch mfg record, this product had a normal process and the results during the process fulfill the OEM requirements. Final conclusion: complaint is not justified. Corrective / preventive actions: not applicable.